Manufacturer narrative:
Internal complaint reference#(B)(4).

Event description:
The customer reported thinprep imaging station was intermittently breaking slides in half damaging cell spots. The customer also claims system randomly reboots itself, but did not have all the details (i.e. Error codes, etc). According to the customer several slides over several weeks were broken and cell spots were damaged. The customer was forced to recollect patient specimens. Hologic field service engineer (fse) went to the customer unable to confirm or reproduce error. The fse ran 20 service slides and checked settings. No problem was found. System operational.